Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different usb cable and wall adapter. Customer did not know blood glucose level at the time of the event. A replacement usb cable and wall adapter were sent to the customer.